Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The device was received without the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Inspection of the bottom housing found a hole in the bottom housing and housing vent. This hole lines up with damages observed on internal components through the bottom housing, indicating a puncture caused post use. This post use damage did not contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. While the patient was eating dinner, the pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient applied a new pod.